Manufacturer narrative:
The investigation has been completed and the results are as follows: DHR results: no DHR results as no lot number was provided. Stock product reviewed results: no stock product results as no lot number was provided. Investigation methods/results: the device was returned but customer disclose information on size or issue therefore cannot complete investigation. There was no defect or non-conformity observed, and the threads were intact. Matter was observed in the threading of the implant. The complaint cannot be verified based on the returned part(s) and cannot confirm the failure mode. There was no evidence found that indicated that the reported issue was caused by the device itself. Root cause description: a root cause for this complaint cannot be explicitly determined. Probable root cause is improper seating of the implant driver into the internal hex of the implant. It is unclear the methods of implant placement used during the initial procedure or if appropriate load distribution was observed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Patient and event information has been requested from the customer via email and phone call. Should additional information be provided by the customer a supplemental report will be submitted with the additional information received. The device was returned for analysis; however, the device evaluation is pending. At the completion of the investigation a supplemental report will be submitted with the analysis conclusion. Complaint history and product history records were reviewed; documentation indicates the product met release criteria. The probable root cause of the event has not yet been identified. Manufacturer internal reference number: (B)(4).

Event description:
A healthcare professional reported they attempted to place a tapered implant measuring 5.0 x 10 mm but it could not be placed.